Event description:
It was reported that a patient underwent an initial surgery at an unknown hospital on an unknown date. Subsequently, the patient was revised due to unknown reasons and had a poly swap performed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown tibial component - unknown, unknown - unknown femoral component - unknown. Report source : foreign country : norway. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.